Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 97754, product type: recharger. Product ID: 97740, serial# (B)(4) implanted: explanted: product type programmer, patient. (B)(4).

Event description:
The patient reported surgery to revise the implantable neurostimulator (ins) position and replace the leads. The patient stated that the original position was in her right hip. The patient lost (B)(6) from h pylori and the ins slipped and rubbed her 'belt bone'. The patient also stated that the stitches at the ins had turned inside out and they were cut. The patient reported that she had difficulty charging at the time as well. She had to lay on the ins. The patient stated that the ins was now in her abdomen and longer leads with MRI compatibility were implanted. The patient also stated that the area was swollen, sensitive, itching with pimples, and hurt. After a follow up appointment on (B)(6) the manufacturing representative reported that the patient was doing well and able to recharge the ins. The patient's relevant medical history included non-malignant pain and failed back surgery syndrome. If additional information is reported a follow up report will be sent.

Manufacturer narrative:
Upon further review additional information should have been included in this event. (B)(4).

Event description:
The patient tried to recharge for the first time since the revision and had poor coupling while attempting to charge over clothing. It was reviewed that charging over clothing can affect coupling, as well as, swelling that was present. It was reviewed that the caller that they can call for troubleshooting assistance in the future as well. It was stated that they spoke with the manufacturing representative (rep) in the past but did not mention specific events.